Manufacturer narrative:
(B)(4). Device evaluation: during baxter's review of the event history for another report, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. The root cause was assigned to a battery depleted alarm. The main batteries were replaced to correct this condition. The user interface module software version of this pump is colleague p1.5(6.13.92). Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the device has not been serviced by baxter prior to this event and has not been previously sent into service for the reported condition of "battery depleted set alarm". Should additional information become available, a follow-up medwatch will be submitted.

Event description:
During baxter's review of the event history for another report, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.